Event description:
The customer reported that the system displayed a workstation error message and then locked-up. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ups (uninterruptible power supply) was replaced. The system was then found to be operating as intended.